Manufacturer narrative:
(B)(4). The assignable cause was determined to be damaged syringe end block. The syringe end block was replaced in order to fix the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The facility representative reported an infuso.r. Pump with a condition of "plastic part that hold syringe broke off." This condition occurred during programming/setup in the "surgery" department. There was no patient injury or medical intervention necessary according to the hospital representative. There was patient involvement reported. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the condition of a infuso.r. With a "plastic part that hold syringe broke off" issue was confirmed during product evaluation. The assignable cause was not determined and the syringe end block was replaced in order to fix the reported condition. A follow-up medwatch will be sent when additional information is available.